Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/20/2012 - pfs received. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Correction: manufacturing facility: (B)(4). New (B)(6) created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - bilateral patient. Litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, thereby, negatively affecting ability to perform activities of daily living. Additionally, it is alleged that metal ions and particles have been released into patient's blood, tissue and bone surrounding the implant. Update rec'd 12/20/2012 - pfs received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 06/03/2014. Doi: (B)(6) 2010 - dor: none reported (left hip). (B)(4) was a bilateral patient. The left hip has now been transferred to (B)(4), while the right hip has been transferred to (B)(4). Patient is a resident of (B)(6). (B)(4). Complaint file content has been scanned and attached. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for lots 3115913, 3056289, and 3016428; one prior report for lot 3084346. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Bilateral patient. Litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, thereby, negatively affecting ability to perform activities of daily living. Additionally, it is alleged that metal ions and particles have been released into patients blood, tissue and bone surrounding the implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Added stem due to previously alleged metal ions and particles have been released into patient's blood. Added lawyer and law firm. Updated doi.